Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived out of the pouch primed. Visual inspection showed that the blue vent cap was in the closed position. Visual inspection also showed no visible abnormalities. The sample was spiked into a 1000ml solution bag containing sterile water and primed. This showed a leak at the tubing and drip chamber outlet junction. Closer visual inspection under a microscope showed that, the tubing end was creased/deformed at the solvent bond junction causing a leak channel. Therefore, the reported condition was confirmed. The assignable root cause was determined to be operator error during the 100 percent inspection process. A batch review could not be performed as the lot number is unknown. This issue is being investigated through CAPA.

Event description:
The customer reported to baxter (B)(4) a vented solution set that would not vent when inserted into a reclast glass container. The report stated the vented solution set was initially being used with 1000cc bag of normal saline. During the procedure the bag was switched out with a reclast glass container and no solution would flow. The customer stated that they "opened a little side cap and started poking in there and eventually was able to get some solution to flow." There are no reports of patient involvement, patient injury or adverse events associated with this event. No additional information is available.